Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed that lens was scratched. Additional information has been requested and received stating that the lens was inserted and removed. The procedure was completed on the same day.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h,11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The root cause for the reported complaint may be related to a failure to follow the IFU. Information was provided that only half the cartridge was filled with viscoelastic. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The account indicated the product was not available to evaluate. The manufacturer internal reference number is: (B)(4).